Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported during implantation, the lead could not be completely fitted into the device ventricle. The patient experienced heart failure and ventricular fibrillation during the procedure. The lead was not used and a new lead was implanted. The patient is recovering.